Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. There is a warning in the instruction manual below: ¿chapter 3 "preparation and inspection" 3.3 "inspection of the endoscope" "inspection of the endoscope" 1 "inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts." 2 "inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts." 3 "inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks." 4 "inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a dent on the distal end, water tightness was lost. Due to a pinhole on the connecting tube, water tightness was lost. The indication on the insertion tube rotation ring was unclear. The connecting tube had a dent. The light guide bundle had breakage. Due to damage to the channel tube, the forceps could not be inserted smoothly. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The light guide cover glass had discoloration. The universal cord had a wrinkle. The universal cord had a dent. The following parts had a scratch: the scope connector cover unit, the suction connector, the image guide protector, the switch box, the angulation lever, the up/down angulation lever plate, the grip, the control unit, the universal cord, and the insertion tube rotation ring. The bending tube had a dent. The adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchovideoscope had a pinhole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image guide pipe had a disappeared area (1mm2 or more) and the image guide serpentine pipe was peeled off (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.